Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level [a bg value was not provided] and was admitted to the hospital with diabetic ketoacidosis; cause was not known. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided. Date of event is approximate.